Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging due to flipped ipg. The patient will undergo pocket revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo pocket revision.